Event description:
It was reported that the user experienced a low glucose reading of 57 while using the pump after earlier hyperglycemia, treated with oral glucose and subsequently returned to range; the user believed the pump overcorrected for the earlier high and planned to eat without announcing the meal. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.